Event description:
It was reported that medical attention was sought on (B)(6) 2017 between 2:00 - 3:00pm. The end user stated that she was receiving higher than normal blood glucose readings from her prodigy diabetes meter. The end user felt body pain, a headache, was hot and sweaty experienced nervousness accompanied with a blood glucose reading of 400 mg/dl. Ther end user went to the ER and received a bag of saline. No other treatments were provided and after several hours at the ER the end user was discharged. Her blood glucose reading prior to discharge was 151 mg/dl and she was instructed to follow-up with her pcp. No additional details were provided in relations to this medical event.